Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter deflated during use.

Manufacturer narrative:
Qn#(B)(4). A device history report (DHR) review could not be performed to observe any peculiar issues, due to the lot number not being provided. A simulation test was conducted with representative samples from production of various product type on the same catheter size and balloon volume. Samples were inflated with 10ml distilled water and soak in water at 37"c for 7 days. Samples were removed from soaking after 7 days and check for any leakage. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the catheter deflated during use.